Manufacturer narrative:
Philips has investigated this complaint. According to he additional information collected, diagnostic procedure was performed by the customer and the procedure was aborted and arranged at another time. Philips field service engineer (fse) inspected the system onsite and found that geometry movement was not available. Review of the system log file showed that geo ipc didn¿t start as there was communication error in geo ipc. To resolve this issue, fse replaced geo ipc and performed related calibration. The defective geo ipc was returned to philips for further analysis and found that the failed component was hdd (hard disk drive ) and sata cable due to failure in hdd. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that geometry movement was unavailable. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.